Manufacturer narrative:
Based on additional information from the initial reporter, section d1 lot number was updated from unknown to 182920050.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports that the feeding set is leaking.